Event description:
Following successful stent deployment, the physician wanted to inject nitro. The sds was pulled back through a 3-way stop cock on the distal side of the tuohy, which was then completely closed. When attempts were then made to withdraw the sds, it was found to be severed, approx 100 cm from the distal tip of the catheter. The report received from the field indicated that following successful stent deployment, the physician wanted to inject nitro. The sds was pulled back through a 3-way stop cock on the distal side of he tuohy adapter, which was then completely closed. When attempts were made to withdraw the sds, it was found to be severed, approx 100 cm from the distal tip of the catheter. The pt was transferred to the o.r. For removal of the catheter segment via a sternotomy. The pt's condition was reported to be satisfactory post operative and she was discharged from the hosp.